Event description:
It was reported that the right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition. The rv lead was disconnected from the old pacemaker and reconnected to the left ventricular port on the new pacemaker. The new rv lead was implanted. No patient consequences were reported.